Manufacturer narrative:
On (B)(6) 2019, it was discovered that the information provided by the patient indicates that the devices are non mentor. The patient did specify that the devices were dow corning, however, the lot numbers provided do not correspond to any known mentor device. As a result, no product failure analysis can be conducted. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 2/27/19, it was reported to mentor that the date of explantation was (B)(6) 2018. The lot numbers for the devices were h099614 and h041092. The affected products were dow corning silicone breast implants 220cc low profile gel. Catalog number was 998. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2019, according to the information provided, the patient experienced bilateral breast implant rupture, the patient also reported multiple symptoms of autoimmune disorder it was also reported that the patient has developed bilateral capsular contracture associated with breast implants. As per event description it was confirmed patient had non mentor implants, therefore no product failure analysis can be conducted and no determination of possible contributing factors could be made. No corrective action is warranted at this time. As a result, we are closing this investigation. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation (mre) review could be performed. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent a breast surgery procedure with mentor gel breast implants of unknown type has experienced bilateral breast implant rupture, the patient also reported unexplained systemic symptoms, which included but not limited to chronic fatigue, lethargy and depression, lightheadedness, brain fog and memory deficits, balance problems, palpitations, shortness of breath, insomnia, night sweats, pain in joints and muscles, vertigo, constant gastrointestinal issues, such as diarrhea, skin rashes, chronic respiratory problems, anxiety, dry eyes. The patient also reported an autoimmune disease, (no medical data were provided). It was also reported that the patient has developed bilateral capsular contracture associated with breast implant. The patient was required surgical intervention and medical device removal on (B)(6) 2018.